Event description:
A couple of nurses have voiced complaints in regard to the new syringes we have been utilizing. This one in particular was broken right when she opened the package. It is the magellan brand 22g x 1-1/2" lot s14479. She reports that this is not the first time this has happened.